Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/essure coils not visualized on either side') and premature labour ('labor at 36w3d') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included vaginal bleeding, thrombosis, cesarean section, multigravida and multiparous. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced premature labour (seriousness criterion medically significant), 3 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), venous thrombosis in pregnancy ("maternal thrombosis"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with surgery (tubal ligation, salpingectomy (bilateral) and cesarean section). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, premature labour, venous thrombosis in pregnancy, pregnancy with contraceptive device, pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, pelvic pain, pregnancy with contraceptive device, premature labour and venous thrombosis in pregnancy to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/essure coils not visualized on either side') and premature labour ('labor at 36w3d') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's medical history included vaginal bleeding, thrombosis, cesarean section, multigravida and multiparous. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, the patient experienced premature labour (seriousness criterion medically significant), 3 years after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), venous thrombosis in pregnancy ("maternal thrombosis"), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain") and dysmenorrhoea ("dysmenorrhea(cramping)") and was found to have a pregnancy with contraceptive device ("pregnancy: birth - no complication"). The patient was treated with surgery (tubal ligation, salpingectomy (bilateral) and cesarean section). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, premature labour, venous thrombosis in pregnancy, pregnancy with contraceptive device, pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, pelvic pain, pregnancy with contraceptive device, premature labour and venous thrombosis in pregnancy to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 2-jun-2021: mr received. Reporter information, patient middle name, medical history, delivery details, event: premature labor, maternal thrombosis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pregnancy with contraceptive device ('pregnancy: birth - no complication') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/abdominal pain"), abdominal pain ("pelvic/abdominal pain") and dysmenorrhoea ("dysmennorhea(cramping)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (tubal ligation, salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, abdominal pain and dysmenorrhoea outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, pelvic pain and pregnancy with contraceptive device to be related to essure. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: case became valid and incident. Injury nos was replaced with new events- dysmenorrhea, pelvic pain, abdominal pain, pregnancy, device ineffective, plaintiff did not undergo essure confirmation test. Date of removal, reporters, patients dob were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.